Event description:
A distributor in japan reported on behalf of a healthcare facility an issue with an mr850 respiratory humidifier. Upon device servicing at the regional office in japan, it was discovered that the audible alarm was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in japan where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm was checked. Our investigation is based on the information provided by the f&p service technician. Results: performance testing of the complaint mr850 respiratory humidifier revealed that the audible alarm was not functioning. Conclusion: we are unable to determine the cause of the reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the subject mr850 respiratory humidifier. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility an issue with an mr850 respiratory humidifier. Upon device servicing at the regional office in (B)(4), it was discovered that the audible alarm was not functioning. There was no patient involvement.